Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease in shock impedance measurements over the past three months. The intrinsic amplitude and pacing impedance measurements had also decreased. Technical services (ts) discussed with the health care professional (hcp) that all measurements had been within normal limits, and discussed troubleshooting options should the measurements continue to decrease. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).